Manufacturer narrative:
The device has been received at the manufacturer, and a quality evaluation will be conducted. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the handpiece began overheating during a bunionectomy and metal shavings were coming out of the device. There was no reported user or pt injury, and the procedure was completed successfully with another device that was on hand.